Event description:
A canadian customer tested his blood glucose and received a reading of 10.4 mmol/l (187 mg/dl) using his contour link meter. His glucose was retested using another meter and the reading was 426 mg/dl (23.6 mmol/l). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.